Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient-device incompatibility, myocardial infarction, and thrombosis/thrombus cannot be determined. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established, a definitive cause for the reported issue could not be determined; however, the reported treatments appear to be related to operational context of the procedure. Factors that may contribute to stent recoil include, but are not limited to, interaction with challenging anatomy, user technique, damage to the balloon, or damage to the stent. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent recoil. The reported patient effects of myocardial infarction and thrombosis/thrombus are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that on (B)(6) 2024, the procedure was performed to treat a distal right coronary artery (rca) that was 80% stenosed. A 3.5x15mm xience stent was implanted in the distal rca with the proximal portion post dilatated with a 4.8mm non-compliant balloon. On (B)(6) 2025, the patient experienced non-st-segment elevation myocardial infarction (nstemi) and angiogram re-leveled thrombosis in the mid section of the stent. Intravascular ultrasound (ivus) revealed stent recoil with diameter of 3.0mm and no visible intimal growth, which was treated with an unspecified balloon. The thrombosis and nstemi were treated with a new unspecified drug eluting stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.